Manufacturer narrative:
H3: the device was received for evaluation with one used infusion site and tubing/buckle set returned. Device history and lot history reviews identified no manufacturing nonconformities. Visual inspection observed a bent cannula with no other anomalies noted. Functional occlusion testing confirmed no free flow with the infusion site connected; however, free flow was observed after removal of the infusion site, and further inspection identified a globule within the cannula. The complaint of occlusion was confirmed, with the probable cause attributed to dried solution residuals remaining in the tubing.

Event description:
The device was returned as it was reported that the pwd contacted support to report a line blockage. The results of the investigation confirmed that the device was occluded. There was patient involvement and no patient harm.